Event description:
New information received notes the patient's implantable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed false pause episodes due to under-sensing on the patient's implantable cardiac monitor (icm). Programming changes were recommended. No patient symptoms or intervention was reported.

Manufacturer narrative:
Reported event of over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.